Event description:
The customer reported the ventilator failed self testing due to an inhalation autozero solenoid failure. The ventilator was not in use at the time of the reported problem, therefore there was no pt harm. The respironics service tech confirmed the reported problem. Failure of the inspiratory solenoid while in use could result in a vent inop condition. Vent inop, if in use on a pt, will stop providing ventilatory support to the pt. The service tech replaced the 3 station solenoid assembly to correct the problem. Final testing was performed and the unit passed to specs.